Event description:
A report was received that the patient will undergo an explant procedure. Reason for explant is unknown.

Manufacturer narrative:
Additional information was received that the physician did not know if the patient was explanted, and no further information will be provided. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo an explant procedure. Reason for explant is unknown.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial/lot #: (B)(4), description: linear 3-4 lead, 50cm; model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.